Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a femoral artery after a diagnostic procedure. Reportedly, when retracting the device to harvest the sutures the proglide pulled back against significant resistance and could not be removed from the patient's anatomy. The foot was confirmed to be completely down and the device could be advanced into the patient; however, the device could not be removed. The device was removed using counter traction and the device was withdrawn uneventfully. Hemostasis was achieved using manual compression. The physician stated he felt calcification as he inserted the procedural sheath. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4).the device is expected to be returned for evaluation. It has not yet been received.(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the plunger, cuffs, link and needle tip were not returned. Approximately 13 inches of monofilament was returned and both ends were clean. During the investigation, the lever was activated several times and the foot deployed and parked without a problem. There was no abnormal observation found on the returned device that could have contributed to the reported event. Based on the investigation findings, the device performed according to specifications; therefore, the root cause for the reported event could not be determined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4).

Event description:
Account alleges the hi/low will slowly drift down overnight. There was no reported injury or incident.